Manufacturer narrative:
Other device used: catalog #00877503604, biolox delta ceramic femoral head, lot #2602728 manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that patient is experiencing a popping in the right hip.